Manufacturer narrative:
Retainer ring = black. Pump case: ngp. The patient returned pump for alleged unresponsive keypad observed on 07-feb-2023. Received pump with intermittent keypad. The pump passed the displacement test and self test. All buttons were tested individually for their functionality, only right and menu key functioned properly, rest of keys were intermittent. Keypad overlay was peeled and found cracked solder joint on pin 7 of ic u1. Unresponsive keypad confirmed due to cracked solder joint. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: stained keypad overlay and pillowing keypad overlay. Unresponsive keypad confirmed due to cracked solder joint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act the initial report was submitted with missing information. The information had been updated and provided with this report in section b5.

Event description:
Customer reported insulin pump buttons were not responding right away when they press on them. Customer stated that all buttons are randomly unresponsive and need to be pressed multiple times to get the pump screen to react. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. Customer stated using the up and down arrow allowed them to navigate screens. Customer stated they were able to access the menu screen. Customer stated block mode was inactive and an alarm was not in progress during the time that the button was unresponsive. Battery was replaced still buttons were not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the buttons on the insulin pump's keypad were not responding. Troubleshooting was performed. No harm requiring medical intervention was reported.  The customer had discontinued using the device. The insulin pump will be returned for product analysis.